Manufacturer narrative:
Results: (B)(4) samples were returned by the customer in support of this complaint, and these samples had been drawn water. (B)(4) draw appeared to be within specification, but the remaining (B)(4) were low draws. A photo was also attached, showing the drawn tubes. No qns or other issues relating to the reported defect were identified in the DHR. Conclusion: the complaint was confirmed based on the tubes returned by the customer.

Event description:
It was reported that bd vacutainer® k2 edta tube, 13x75 mm, 3 ml draw were not filling to the designated amount. No injury or medical intervention reported.